Event description:
A caller reported a malfunction on their insulin pump, which displayed a malfunction code. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, but the malfunction persisted. Consequently, technical support decided to replace the pump and instructed the customer on returning the faulty pump using a pre-paid label. The customer agreed to use multiple daily injections (mdi) as a backup insulin therapy and acknowledged the need to activate storage mode before returning the pump. A replacement pump with updated software will be shipped without requiring a signature for delivery. Training will be accessible through the customer¿s tandem source account.